Manufacturer narrative:
(B)(4).

Event description:
It was reported that a steady increase in lead impedance was observed in clinic. The lead was capped and replaced on (B)(6) 2016 during device change-out procedure. Patient's condition was stable prior to and after the procedure.